Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break and pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be implanted in the biliary site to treat biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner sheath broke and was removed using snares. Another naviflex delivery system was used to complete the procedure. There were no patient complications as a result of this event.